Manufacturer narrative:
The reported issue was resolved through phone support. It was confirmed that site was able to resolve the issue and continued with the procedure. The system was verified and ready to use.

Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted technical support engineer (tse) to report the image was inverted on their 30-degree scope. The site was able to resolve the issue and continued with the procedure. The procedure was completed with no reported injury.